Manufacturer narrative:
Investigation: fine tuning appeared good during the tests made on (B)(6) 2021. Review of the vilink alert tool criteria confirmed that the instrument fine tuning was at the limit (though still with in specifications) during the identification issue. Review of the data also determined the customer¿s spot preparation was not optimal. The calibrator ¿all peaks¿ values were very heterogeneous with a variance from 37 to 131. The misidentification to corynebacterium aurimucosa was obtained with a low score near the limit value of -0.4 for giving a no identification result. In addition, it was obtained with a very low number of peaks (37). Based on these findings, the identification issue is more likely due to a non-optimal sample preparation (incubation time, biomass in the bactec mgit, ¿.). Note : contamination of the tubes during the customer¿s manipulation was suspected by the customer. As the customer did not perform further staining or sub-culturing of the inoculation, contamination during manipulation cannot be excluded. Corynebacteria are an important part of the commensal flora of the skin and mucous membranes. The following system limitation is documented in the vitek ms knowledge base user manual ref. (B)(4) for vitek ms clinical use (B)(4): ¿interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ conclusion: based on the investigation result, root cause of the misidentification results was non-optimal spot preparation. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ 423546) to help with sample spot preparation.

Event description:
Vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Description: a customer in the united states notified biomérieux of obtaining a misidentification result in association with the vitek® ms instrument (ref 410895, serial (B)(4)) while performing quality control testing. The customer obtained a misidentification result of corynebacterium aurimucosa while testing a mycobacterium smegmatis positive control sourced from a kwik-stik. The customer tested the mycobacterium smegmatis positive control six (6) times and obtained one (1) misidentification result. The customer confirmed all subculture activities were performed aseptically under a fume hood. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. In response to the customer complaint, biomérieux conducted an internal investigation .